Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0012745068); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, an unspecified valve issue occurred. The valve was explanted from the patient.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, an unspecified valve issue occurred. The valve was explanted from the patient. Additional information was received that the issue was valve displacement resulting insignificant paravalvular leak (pvl). The valve was not explanted, rather a second valve was implanted valve-in-valve.

Manufacturer narrative:
Image review: one static image was provided for review. The image provided shows evidence of two medtronic valves (evolut in evolut); however, the dislodgment event was not captured therefore it is not possible to validate the cause of the dislodgement. As stated in the instructions for use (IFU), the safety and effectiveness of the bioprosthesis implanted within a failed preexisting transcatheter bioprosthesis have not been demonstrated. The patient¿s executive summary was not provided for anatomical review. Updated: b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-balloon dilation was performed with a 20 mm balloon. The paravalvular leak (pvl) was severe. Following the valve implant, the flow rate was 3 m/s and the pressure difference was 32 mmhg, therefore a post balloon dilation was performed.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.